Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty. The customer was instructed on how to place the pump into storage mode before returning it with a pre-paid label, a task they understood and acknowledged. The customer did not have a backup therapy available and planned to contact a healthcare professional.